Event description:
Customer was reported issues with over tape. During troubleshooting customer reported blood glucose of 140 mg/dl and sensor reading was over 400 mg/dl. 120 and above 400 was also reported but it was unclear which was a sensor reading and which one was blood glucose. Customer stated he hasn't reported any issues since august since it has been reoccurring. Customer was advised to call to properly troubleshoot any issues with the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.